Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported a bloody leak inside the lh750 slidemaker drip tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the dispense probe air cylinder was loose from its mounting screws. Fse put the air cylinder back in place, and secured it properly. The dispense probe is now seating properly in the wash cup. Verified repair per established procedures.